Event description:
Reporter alleged, one of the blood glucose display icons was missing from the advantage system ,when she attempted to perform a glucose test. Reporter stated, the blood drop symbol did not appear on the test screen, however, when she performed a fully display screen test, the icon appeared. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.